Event description:
Patient operated for valve replacement in 2003, had subdural hematoma one month later and was removed from coumadin. Was placed on aspirin and plavix. Eight months later patient returned with signs of valve thrombosis. Upon reoperation, the valve was explanted and a thrombus was found on the valve.